Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2017. Initial reporter address: (B)(6). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked. This event occurred after the device had been compounded with an unspecified solution. The leak was located at the seal of the bag, between the injection point and the ¿drop connection.¿ there was no patient involvement. No additional information is available.